Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited elevated threshold measurements post implant. The lead was explanted and replaced successfully with no patient complications. The explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.